Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received a button error alarm and battery alarm. Customer also reported that blood glucose went low due to giving too much insulin. Customer inquired on how to retrieve settings due to obtaining new insulin pump. Customer was advised that settings could not be obtained due to button error alarm but to contact healthcare professional for settings.